Manufacturer narrative:
The manufacturer previously reported an issue related to a ventilator's sound abatement foam. The device was not in patient use. The device was returned to the manufacturer's quality product investigation laboratory for further investigation. The manufacturer found the blower impeller and blower cap to be contaminated from an external source. There was no visual observation of foam degradation in the device.

Event description:
The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.